Manufacturer narrative:
(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Device serial number/lot number is unknown, no product information has been provided to date.

Event description:
It was reported that fluid is leaking at the blue distal bar connection. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient. Additional information received on (B)(6) 2022 via email and attached to complaint object: complaint contact states they have no details regarding the patient's demographics or the care provided to resolve the issue. If this occurs again, they will ensure to collect this information.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluation: one (1) picture was attached to the complaint created. The photo was used to conduct the device analysis since the physical unit, by the time this investigation is being documented, has not been received. The picture attached shows leakage of blood from the exit connection of the heat exchanger tube. The reported failure is confirmed. No other analysis was performed. No root cause can be determined from the pictures submitted as no product was returned for analysis. No corrective actions were performed since the root cause cannot be determined from the pictures provided. If the product is returned, the manufacturer will reopen this complaint for further investigation. However, the manufacturer will continue to monitor the failure condition in this product for future escalation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).